Event description:
Adverse event: soft eye. Malfunction: infusion cannula clogged. The surgeon reported a soft eye occurred twice during the same case. The surgeon was scleral depressing near the infusion cannula. The scleral depressing caused a movement of the infusion cannula into the thick vitreous. The tip was cleaned and the cannula was straightened. This corrected the issue. No patient injury was reported.